Event description:
The attune tibia impactor broke.

Manufacturer narrative:
Additional narrative: the device associated with this report was not returned. The initial report stated the reported device would not be returned. Expert opinion indicates that the failures are associated with environmental stress cracking (esc). The attune fb tibial impactor has been annealed to reduce residual stresses. Lab tests indicate significant reduction in residual stresses of annealed samples in comparison to un-annealed samples however a complete reduction in stresses is not achievable. It should be noted that this device is from an annealed batch. It should be noted that further investigation is currently in progress with regard to annealed impactor¿s. Information can be found under (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.